Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture and high impedance. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.